Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had noise possibly due to electromagnetic interference (emi). Additional information indicated that the source of noise was not determined and was not oversensed. This lead was surgically abandoned. No additional adverse patient effects were reported.